Event description:
While performing tracheostomy; physician was using the bovie. About 4" of flame came out from pt's neck site. Physician quickly put out flame. Pt had ett in place at time of flame. Bovie equipment unit within output specs.